Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 7/16/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was in advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lubricant material residue was not observed in the device. The lens was stuck at the cartridge tip. The pushrod protrudes the cartridge causing the cartridge crack. The reported issues are verified; however, due to the condition in which the sample was received it is not possible to determine that the conditions of the sample returned are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that once the pcb00 preloaded intraocular device was engaged, the customer noticed that the lens did not come out from the tip, but came out from the side. There was patient contact with the lens. There was no incision enlargement, no vitrectomy and no sutures required. The procedure was completed using the same type of lens. Patient is reported to be doing fine. No further information provided.